Manufacturer narrative:
Citation: lee j et al. Early transcatheter aortic valve failure accompanied with leaflet perforation. Korean circ j. 2019 jul;49(7): 642-643. Https://doi.org/10.4070/kcj.2018.0457. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) year-old female patient who presented with aggravated dyspnea and class IV heart failure. The patient had been implanted with a 26 mm medtronic evolut-r bioprosthetic valve 17 months prior (no serial number provided). The patient was later diagnosed with methicillin-sensitive staphylococcus epidermidis, acute pyelonephritis and right knee septic arthritis requiring surgical debridement. A transthoracic echocardiogram (tte) and transesophageal echocardiogram (tee) revealed severe transvalvular regurgitation. During surgical intervention the bioprosthetic valve right coronary cusp was noted as perforated, and the valve was explanted. Post-explant histopathological analysis revealed evidence of endocarditis and structural valve deterioration. No additional adverse patient effects or product performance issues were reported.